Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected. The concluded cause is not adequately described by any other term.

Event description:
It was reported that an unknown issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss, of which the probable cause could not be determined. The reported event of an unknown issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.